Manufacturer narrative:
Section h4: the year and month of manufacture are the only known parts of the manufacture date. We have defaulted to the first of the month.

Event description:
It was reported that the lancet protrudes beyond the end cap of the device.